Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address loosening of the tibial component at cement to implant interface. Unknown cement was used. Doi: (B)(6) 2012. Dor: (B)(6) 2019, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> (B)(4) were manufactured per specification and all raw materials met specification. There were two parts scrapped from the batch in question. For both there is no correlation to the failure mode associated with this complaint. (B)(4) is associated with the batch in question ¿ this concerns the introduction of nitrile gloves. The introduction of this new consumable has no effect on the parts and so has no correlation with the failure mode described. There was one nc associated with this lot: nc-009682. This nc was due to laser verification failure. The nc was then raised to address this non-conformance. A second associate visual inspection step at laser for all products lasered on (B)(4) was introduced. The lot in question for this complaint was lasered on (B)(4) so therefore falls under this nc. However, the failure mode described has no correlation to the nc. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.